Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged inaccuracy issue began at 11 p.m., on (B)(6) 2018. The patient claimed obtaining blood glucose readings of ¿278 and 288 mg/dl¿ with the subject meter which she felt were high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (type and dose not reported). The patient advised that immediately before obtaining the alleged elevated results, she developed ¿blurry vision¿ which she subsequently self-treated with food and/or drink. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event whilst using the subject device and the meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.